Event description:
New information indicates that pptwos re-occurred on the ICD.

Event description:
New information indicates that the ICD was explanted and replaced. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of a sensing anomaly was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed; the patient will continue to be monitored. There were no patient consequences.